Manufacturer narrative:
Additional information: d4 device evaluation update: g4, g7, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to verify the reported issue and unable to reproduced. Mainboard assembly removed as a precautionary measure.

Manufacturer narrative:
The log file of the unit was sent and reviewed by technical support. It was seen in the logs that the user interface controller has stopped logging. It is visible that the ventilation controller was running normal and the ventilation has continued with the last applied settings. Buzzer sound alarm, alarm lights and nurse call were active as well. Just three minutes later, someone has shut-down the unit (force-quit over the power button) and restarted the machine. Since then, it seems that the machine working without any issues. A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr powered the unit on and was not unable to reproduce the problem. The unit will be sent to vyaire facility for service. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the screen of bellavista 1000 went black while on patient. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.